Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer magnet was broken and it was not recognizing being open or closed. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the magnet in the drawer was broken. A field service engineer found back panel door, no indicator light was observed to confirm the drawer was closed. After powering down the station, the latch insert and its magnet were found intact, but the latch sensor was loose. The sensor was secured to its mount, and the drawer was reinstalled into the cabinet. Following a system reboot, the test application was executed, and all functions passed successfully. The system functioned as intended after the field service engineer repaired the device.